Event description:
It was reported by the clinician that the external pulse generator was "defective" however it was unable to be confirmed by the biomedical engineer. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was noted that one bail cover was broken, the ring cover was missing, the ring was missing, the keyboard was scratched and the serial number label was damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.